Manufacturer narrative:
The reported event could be confirmed although the plate has not been returned for investigation (pictures of the broken plate were provided). Therefore no profound investigation can be performed to determine the root cause of the reported failure. Due to the missing product the exact root cause cannot be determined, but according to the risk management file, these are possible root causes: product design compromized. Implantation of product with undetected damage. Insufficient recon plate strength due to surgeon manipulation (e.g. Bending). Skeletal immaturity. Poor reposition of remaining native mandible. Excessive post operative load on recon plate due to non-compliant patient. Excessive post operative load on recon plate due abnormal mental/ physiological. Condition of patient: inadequate information about post-operative behaviour. Excessive loads on locking mechanism. Screw places close to resection plane. Poor bone graft reconstruction. Excessive loads in primary reconstruction. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation. Therefore no corrective and/or preventive actions are deemed necessary at that time

Event description:
It was reported to a company representative by the user facility that a patient had heard/felt a loud pop. Upon inspection: 2.0 recon plate that was being used with crmp (7830020 / lot # 1510261011) fractured at end of plate (flat end). A second surgery is scheduled to take place possibly towards the end of (B)(6) 2016.

Manufacturer narrative:
A second follow up report was filed in order to identify the proper catalog number of the device. All necessary fields have completed.

Event description:
It was reported to a company representative by the user facility that a patient had heard/felt a loud pop. Upon inspection: 2.0 recon plate that was being used with (B)(4) / lot # 1510261011) fracured at end of plate (flat end). A second surgery is scheduled to take place possibly towards the end of (B)(6) 2016.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. The device is implanted.

Event description:
It was reported to a company representative by the user facility that a patient had heard/felt a loud pop. Upon inspection: 2.0 recon plate that was being used with crmp (7830020 / lot # 1510261011) fractured at end of plate (flat end). A second surgery is scheduled to take place possibly towards the end of (B)(6) 2016.